Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead had been programmed to unipolar. Due to a programming error while programming to unipolar, the vector was not sensing correctly, causing oversensing to occur and an increase in sensing integrity counter (sic). The lead was reprogrammed back to bipolar and sensing was appropriate. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.